Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
On (B)(6) 2025, the following information was reported: during follow-up, the customer reported that ongoing cartridge alarms occurred. Customer reverted to an alternate method of insulin therapy. D9, h10 (the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.